Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device check. Upon review, the implantable cardioverter defibrillator had multiple non-sustained right ventricular oversensing episodes. The electrogram showed intermittent, occasional post-paced t-wave oversensing. Programming changes were made. The patient had no adverse events due to the issue.